Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient with incomplete flap and a lot of bubbles in the right eye, appeared during lasik surgery. Additional information has been requested. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum and the energy were performed without any issue. The ablation test was performed successfully and without problems, but it is not clearly visible on the picture of ablation test whether the visible step is between the two orientation lines. The logfile shows that the user performed one energy check at system startup and then performed six treatments without further energy check at that day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. A root cause for the customer¿s reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).